Event description:
It was reported that "piece of the tip of the cannula broke off and fell in pt. Piece was not retrieved. Piece could still be in the abdomen."

Manufacturer narrative:
When I receive that investigation report, I will file a supplemental report.